Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Misassembled inside and out. Right case is cracked and falling off. One screw is there and only partially connected because plunger is misassembled inside. Missing plunger case seal. Main board in misaligned. Metal standoff it laying flat under main board, power supply shield missing. Interconnect board detached. Battery missing. C45 and c49 broken off and missing from main pcb. Force zero reading at -3.15 pds. Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion testing. Motor error rate was identified in event history log review. The reported issue was confirmed. The root cause was determined to be misassembled and damaged components due to customer improper assembly. The following actions were taken: replaced damaged main board, replaced bent motor mount, adjusted lead screw retaining nut. Recalibrated unit. Additional repairs included: replaced left plunger case assembly, right plunger case complete, case seal plunger cable, top case, lcd display, bottom case, battery, worm coupling/worm gear, upgraded motor mount, lead screw, clutch halves, main pcb board. Functional and delivery tests all passed after repair.